Event description:
It was reported that the pump displayed a malfunction alarm 20 during pumping. There was no reported impact on the customer's blood glucose level. The customer was unable to successfully resume insulin therapy as the cartridge alarm recurred, and technical support assisted in attempting to load a new cartridge. However, a replacement pump could not be provided as the pump was out of warranty.